Event description:
It was reported that the day after implant, the atrial lead exhibited noise and a loss of capture. A microdislodgement was suspected. The lead will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).